Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted in (B)(6) 2018 due to hydrocephalus. In (B)(6) 2019, the patient began to experienced dizziness. The doctor suspected there was a cerebral infarction and arranged to have the patient undergo an MRI. At the time of the report, the patient was in the hospital.